Event description:
The pump was returned for investigation. Evaluation revealed the display was dim and pink, the battery compartment was cracked and contamination was found under key contact. This report is made based on results of investigation completed on 10/01/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/01/2014 with the following findings:evaluation revealed that the display is dim and pink. The battery compartment was cracked. There was no damage or peeling to keypad. The contrast key is intermittently unresponsive. The ok, down and up keys respond appropriately. Evaluation revealed that there was contamination under the cntrast key contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4)